Event description:
It was reported that during an unk procedure, the safety valve from the first device dropped through into the pt's abdomen, and was immediately retrieved in its entirety. The safety valve from the second device partly detached from the wall of the instrument, protruding down into the instrument. No pt consequences. Device kept on hold at hosp.